Manufacturer narrative:
H.6 investigation summary scope of issue: the scope of issue is only limited to facslyric 3l12c instrument usivd, part # 663518, serial # (B)(6). Problem statement: customer reported a complaint regarding carryover that occurred on (B)(6) 2022. Carryover poses the risk of producing erroneous results that might impact patient diagnosis and treatment. The instrument was repaired and found to be functioning as expected, and neither the customer nor any patients were harmed due to this issue. Manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue for part # 663518. Date range from 30dec2021 to date 30dec2022. Manufacturing device history record (DHR) review: DHR part # 663518, serial # (B)(6), file # 663518-663518-z663518000098-106892326-20 was reviewed. The instrument met all the manufacturing specifications prior to release. Complaint history review: there are 17 complaints related to the issue of carryover (as reported code 1: ¿contamination ¿ carry over¿) for part # 663518. Date range from 30dec2021 to date 30dec2022. Returned sample analysis: a return sample was not requested for evaluation because no parts were replaced. Service history review: review of related work order #: (B)(4); case #: (B)(4). Install date: 24dec2020 defective part number(s): n/a work order notes: subject / reported: carry over issue problem description: carry over issue work performed: performed 'sit flush" - sit dipped - did not aspirate to waste. See "MDR safety checklist - leak". Removed fluidic side panel. Noted sit flush aspirate tubing remained "crimped closed" in valve (v8) during sit flush. Removed tubing from (v8) - rolled and stretched tubing to remove "crimp". Replaced tubing back in pinch valve (v8). Verified sit flush operation - aspirated properly to waste. Verified instrument performance. Ran pqc = passed. Ran abort count = passed - 0.13% cause: sit flush aspirate tubing remained "kinked closed" in valve (v8) during sit flush. Solution: instrument running as designed. Part(s) replaced: n/a labeling / packaging review: n/a risk analysis: risk management file part # 10000063058ra, rev. 08/vers. Ab, bd facslyric system risk analysis was reviewed. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? Yes. No. Azure ID: (B)(4). Hazard ID : libivd-ra-100 3.1.7 hazard: incorrect output for samples up to 1.5ml or less. Cause: sample carryover error - fluidic. Harmful effects: events appear in wrong tube (false positive result). Residual probability: 1 residual severity: 3 residual risk index: 3 azure ID: (B)(4). Hazard ID: libivd-ra-63 2.1.8 hazard: exposure to biological sample. Cause: back drip from injection port. Harmful effects: wrong results by cross contamination. Residual probability: 1 residual severity: 3 residual risk index: 3 potential causes: based on the investigation results, the potential cause was determined to be pinched/kinked valve v8 tubing. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis, and servicemax, the potential cause was determined to be pinched/kinked valve v8 tubing. Pinch valve v8 and its tubing connect the sit (sample injection tube) to the aspirator pump, which aspirates waste from the sample line. A kink or pinch in the v8 tubing will prevent complete aspiration/rinsing of the sit, therefore causing flow rate and backflow issues. In response to the customer reporting seeing carryover on the facslyric, the fse (field service engineer) went onsite and confirmed the issue by running the sit flush operation and seeing that the sit was not fully aspirating the sample. Upon removing the fluidic side panel, the fse identified the ¿crimped¿ v8 tubing. After rolling/stretching out the tubing to remove the kink and reseating it in the pinch valve, the fse ran the sit flush operation again and confirmed that the sample was properly aspirated to waste. After this repair, the instrument was found to be working as per bd specifications without further carryover. No parts were requested for evaluation because no parts were replaced. Although the instrument is used to run patient samples, this issue did not produce any erroneous results on patient samples. Therefore, no patients were diagnosed or treated from potential incorrect results, and there was no delay in patient treatment due to the carryover. No one was harmed or injured due to this issue. Proper daily and monthly cleaning procedures can be found under ¿maintenance¿ in the user guide; bd facslyric¿ clinical system instructions for use, #23-19938-04 rev. 01/vers. A, page 169. The safety risk of this hazard has been identified to be within the acceptable level. Conclusion: based on the investigation results, the complaint was confirmed and the potential cause of the customer seeing carryover was determined to be pinched/kinked valve v8 tubing. The fse confirmed the issue and removed the kink by rolling/stretching out the tubing. After the repair, the instrument was rebooted, tested, and found to be functioning as expected without further carryover. No erroneous results were produced, and no one was harmed or injured due to this issue. The safety risk of this hazard has been identified to be within the acceptable level. Based on the investigation results, a CAPA is not required because the issue was resolved and there was no impact to customer and patient health or safety. Supporting document: .

Event description:
It was reported that while using the bd facslyric¿ 3l12c instrument that there was sample carryover issue. The following information was provided by the initial reporter: (B)(6): (B)(6) 2022 19:57:59 (gmt). Carry over issue.

Event description:
It was reported that while using the bd facslyric¿ 3l12c instrument that there was sample carryover issue. The following information was provided by the initial reporter: (B)(6) 2022, 19:57:59 (gmt). Carry over issue.

Manufacturer narrative:
Initial reporter addr: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.